Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the reason for revision was due to inadequate stimulation. The patient underwent a revision procedure wherein the ipg and leads were replaced per physician's preference. No device malfunction was suspected. The patient was reportedly doing well post operatively. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time regarding the ipg replacement.